Event description:
It was reported the device was used during an unknown procedure. The rep was given the device and was told it was "defective". The rep was unable to obtain any other details regarding the event. There was no reported consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, k4756l; catridge position, loaded; casing position, back; hook shroud condition, damaged; lockout slide position, unlocked; number of staples returned in cartr, 5 missing; retaining pin position, back; safety position, back; safety position, locked and trigger position, open/locked. Analysis conclusion; based on the info received and the visual results, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the instrument. It should be noted that as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. Mfg and engineering have been notified of the reported incident.